Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. During the procedure, the pt's left renal artery was unintentionally covered with a gore excluder aaa endoprosthesis aortic extender component. A balloon catheter was used to pull the aortic extender component distally and a stent was implanted in the left renal artery to insure patency. The procedure was completed without further complications.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.